Event description:
Spontaneous call from wife. Wife reports that legacy pump gave "no disposable" alarm on 2 separate occasions. Alarm happened on same pump, alarm occurred while pump was in use. Pt did not experience any adverse events. Pt did switch to back up pump. Replacement pump will be sent to pt. Pt will retain pump in question and wait for a return box. No other info known. Reported (B)(6) by pt/caregiver.